Event description:
It was reported that during use, the seal of the cannula came loose and fell into the joint of the pt. The seal was retrieved from the joint. There was no reported pt injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: an evaluation was able to confirm the reported problem of the seal coming loose from the cannula. Further investigation found that the slits of the seal were off center. This product will continue to be monitored for this failure mode. There are no injuries related to this failure and no other reported events.